Event description:
It was reported the pump received error message cassette not fully latched, while no cassette was attached. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached in complaint object: unit failed during pm (preventive maintenance) procedure, not patient use. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to a previous repair. Visual inspection of the device found it in good condition; tamper seal was intact. There was evidence of the error found in the event history log multiple times. The customer reported problem was not verified/duplicated at power up. During functional testing, the downstream sensor was found to be functioning as intended. However, due to the alarms found in the history log, it was recommended that the downstream sensor be replaced as preventative measure. No fault was found with the device during testing. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.